Event description:
It was reported that a pump alarmed system error 345, 3 times within 4 minutes while delivering rocephin and lactated ringers to a pt (programmed amount and delivery rate unk). It was also reported that there was no pt injury. The customer stated that the device was tested and is now performing an expected and the fluid must have been cold at the time of delivery. As a result, the pump will not be returned to sigma for evaluation.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation wil be completed and a supplemental report will be submitted. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam resolutions.